Event description:
Procedure: hysterectomy. Reportedly, while suturing the vaginal cuff, the last 2 endostitch needles broke in half. Portion of both needles remain in tissue. X-ray showed 2 metallic densities, one 4.5mm and the other 3.3mm in length. X-rays performed 2007.